Event description:
It was reported that 1 package of the bd safe assist pen needle's product information was incorrect. The following was translated from german to english: the pzn 15320176 (bd safeassist 5 mm) is printed on the packaging instead of 15320182 (bd safeassist 8 mm). Barcode is correct (for bd safeassist 8 mm).

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 10th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that 1 package of the bd safe assist pen needle's product information was incorrect. The following was translated from german to english: the pzn 15320176 (bd safeassist 5 mm) is printed on the packaging instead of 15320182 (bd safeassist 8 mm). Barcode is correct (for bd safeassist 8 mm).